Manufacturer narrative:
E1- reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion alarm. The tubing between the pump and the reservoir had been silenced and traced. The line had been clear, but the medication bag had been empty according to the patient. The label had been reviewed, showing a total volume of 100 ml, infused over 46 hours at a rate of 2.2 ml/hr. The patient had been instructed to remove the batteries and call the clinic immediately for further instructions, or to call when the clinic opened if no one was available. They verbalized understanding and had no further questions at that time. The reservoir volume had been 10.2 ml, with 89.8 ml given, at a rate of 2.2 ml/hr. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no product was received for analysis. We are unable to confirm the reported complaint. The service history review had no indication that the complaint was related to a service of the device within the review period. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.